Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Product not returned.

Event description:
It was reported that patient's right hip was revised after patient complained of clicking. Intra-operatively, the locking mechanism between the constrained liner and the shell failed, and the liner disassociated from the shell. Liner and c-taper lfit femoral head were revised to similar stryker devices.

Manufacturer narrative:
An event regarding disassociation involving an unknown shell was reported. Clinician review of the provided medical notes revealed cup malposition in absent anteversion in combination with the use of a constrained liner with it¿s inherent reduced range of motion has contributed to impingement with a repetitive overload condition on the liner locking mechanism causing ultimately an intraprosthetic dislocation in the constrained liner requiring revision surgery. Product evaluation and results: not performed as no product was returned for evaluation. Clinician review: cup malposition in absent anteversion in combination with the use of a constrained liner with it¿s inherent reduced range of motion has contributed to impingement with a repetitive overload condition on the liner locking mechanism causing ultimately an intraprosthetic dislocation in the constrained liner requiring revision surgery. Product history review: not performed as no lot information was provided. Complaint history review: not performed as no lot information was provided. A review of the provided medical records by a clinical consultant indicated: cup malposition in absent anteversion in combination with the use of a constrained liner with it¿s inherent reduced range of motion has contributed to impingement with a repetitive overload condition on the liner locking mechanism causing ultimately an intraprosthetic dislocation in the constrained liner requiring revision surgery. The exact cause of the event could not be determined because insufficient information was provided. Further information such as device identification and return, additional pre and post operative x-rays, operative reports as well as patient history and follow up notes are required to complete the investigation for determining a root cause.

Event description:
It was reported that patient's right hip was revised after patient complained of clicking. Intra-operatively, the locking mechanism between the constrained liner and the shell failed, and the liner disassociated from the shell. Liner and c-taper lfit femoral head were revised to similar stryker devices.